Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction one day post-op could not be definitively determined based on the information available. There was no ivl malfunction reported. The cec determined that the mi was possibly related to the study device and definitely related to the procedure. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left circumflex artery (lcx). Multiple non-shockwave balloons were used to pre-dilate the vessel. 70 ivl pulses were successfully delivered at a max of 6 atm. Two des stents were placed in the lcx followed by post-dilatation with multiple non-shockwave balloon catheters. There was no patient sequalae reported. Additionally, there was no ivl malfunction reported. The site reported the patient presented with a non-q-wave nstemi attributable to the target vessel one day post index procedure. The patient was discharged the day after the index procedure. This event was sent to the clinical events committee (cec) for adjudication of the myocardial infarction (mi). The cec determined that the mi was possibly related to the study device and definitely related to the procedure. They noted that there was no side branch occlusion and that the troponin levels were greater than 70 x upper limit of normal (uln) within 48 hours of the index procedure.